Event description:
A patient (age and gender unknown) underwent a therapeutic procedure for treatment of a rather large avm. The site was in the upper body of the stomach. Three previously deployed resolution hemostatic clip devices functioned without issue. The fourth clip did grasp the tissue at the intended site, however, it would not deploy off of the catheter. The physician attempted to manipulate the device to have it release without effect. The nurse utilized the handle to open the clip. The clip released from the tissue. There was no trauma or ill effect sustained by the patient as a result of the deployment issue. Another of the same device was utilized to complete the procedure. The patient condition is noted as fine. No complications.